Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The issue was further described as, the device was disconnected for an unspecified period of time. The device contained 8 g of flucloxacillin in 230 ml of sodium chloride solution. A peripherally inserted central catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between april 5-9, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples, shows fluid inside the device bladder which suggested an under infusion may have occurred. Functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.